Event description:
The clinician reports the implant was inserted 2019-10-02 in the patient's mouth. On 2019-10-18, non-osseointegration was verified. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.